Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: were there any issues experienced with the device in the initial surgical procedure? Not that I am aware of. Was a leak test performed? If so, what type and what was the result? No leak test as this isn¿t normal protocol for gastric sleeves. How many days postoperative did the leak occur? 1 week I believe. How was the leak identified? Scoped and returned to theatre. What was observed at the site of the leak upon reoperation? Not specified. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How was the leak addressed? Reoperation. What is the current patient status? Home.

Event description:
It was reported that the stapler appeared to fire in usual sequence without disruption. Patient returned to theatre with a staple line leak from second firing and the staple line had created a leak. Leak - which was repaired by the surgeon.

Manufacturer narrative:
(B)(4). Date sent: 1/20/2021. Additional information was requested, and the following was obtained: were there any issues experienced with the device in the initial surgical procedure? Not that I am aware of. Was a leak test performed? If so, what type and what was the result? No leak test as this isn¿t normal protocol for gastric sleeves. How many days postoperative did the leak occur? 1 week I believe. How was the leak identified? Scoped and returned to theatre. What was observed at the site of the leak upon reoperation? Not specified. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How was the leak addressed? Reoperation. What is the current patient status? Home.